Event description:
The customer reported a false negative reaction of cell #1 of biotestcell 1&2 in the tube technique with alba's q-chek qc kit . The customer had returned the supposedly defective product, but not the control kit that had caused false negative reactions. Our quality control laboratory tested the customer's allegedly defective sample and our retained sample with different anti-d containing samples and controls. We can confirm weaker reactions of cell #1 of biotestcell 1&2. Because of this confirmed complaint a risk analysis was performed. The result of this risk analysis was that there is no risk for users of biotestcell 1&2: biotestcell 1&2 is used for the screening of unexpected antibodies, e.g. An anti-d. Both, cell #1 and cell #2 of biotestcell 1&2 are rh(d) positive. For this complaint the antigen rh(d) of cell #1 seems to be weakened. But there is still the normally expressed rh(d) antigen of cell #2. Therefore an anti-d will always be detected by biotestcell 1&2. There is no risk for missing an anti-d. On the basis of the result of the risk analysis we decided that no market related activities are necessary. A deviation has been initiated to intensify the efforts to find the root cause for this complaint. Because of the confirmed complaint further actions (the root-cause-analysis) have been initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.